Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had blood glucose up to 33 mg/dl due to the insulin pump not delivering a bolus. Customer's mother stated that the customer delivered 7 units with the pump for lunch and the carelink report does not show the delivery after uploading. Customer saw the bolus countdown and delivery 7 units. All other boluses were showing in the bolus history. Customer's mother stated that this is the second time this has occurred and the first occurrence was last week. Insulin pump will be replaced for history and delivery anomaly. Customer's blood glucose was 11 mmol/l. Customer also had an issue with the sensor disconnecting and reconnecting after a few hours. Customer kept receiving meter blood glucose alarms and kept calibrating but the pump would not recognize the calibration. Sensor will also be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner.